Manufacturer narrative:
The tech attempted to adjust the casters, but the issue remained. The tech replaced the three brake casters to repair the bed.

Event description:
Info rec'd indicates when the brake is engaged the casters were locking, but continued to swivel.